Event description:
N/a.

Manufacturer narrative:
A getinge service engineer has reported that after the iabp unit was tested, it was confirmed that the iabp unit was normal. No parts were replaced. The iabp unit was cleared for use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d5, d10(device available for eval?), g1(contact person), h3 h3 other text : not returned to manufacturer.

Manufacturer narrative:
Testing of actual/suspected device (10/213): the distributor evaluated the iabp unit, checked the pipeline, the contact points of the circuit board to be installed properly, and also check the motor control board function and the unit was operating normally. Further information is being requested, a supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6) hospital.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) had an electrical test failed code#50. There was no patient involvement, and no adverse event reported.